Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause description: undetermined. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that an unspecified number of an unspecified bd safety syringe experienced a safety mechanism detachment during use. The following information was provided by the initial reporter: I recently attended a personal hospital appointment in the breast care unit of our local hospital. In general conversation, I was asked by the consultant where I worked and when I said bd medical, (and went on to explain, the types of products we supply, such as syringes and said that no doubt they use our products). She suddenly exclaimed ¿oh yes, we do use your products and that she and her team in that department, ¿hated¿ using the syringes with safety caps on, as the caps get in the way when using them on patients, so they break them off¿ ¿ or similar wording (I think she was referring to flip-off top ones). Unfortunately, in my concern about my own health and results at the time, I didn¿t think to ask for a sample of the product she was referring to (or to ensure it was in fact a bd item) , but I did promise to pass on her feedback, to which she said she would be extremely grateful, if I did.